Manufacturer narrative:
Sc-1140, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure. The patient was reprogrammed successfully.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure. The patient was reprogrammed successfully.